Event description:
Customer reported the saved images are distorted or corrupted. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. System operates as intended. This MDR is related to ge healthcare complaint number.